Event description:
As reported via a literature article, a patient with an unruptured wide-neck bi-lobulated basilar artery aneurysm experienced a thromboembolic event resulting in visual distortion and diplopia 2 days after stent assisted coil embolization using an enterprise stent ((B)(4)) and unspecified cashmere coils. It was reported that there was no in-stent thrombosis and 100% post-procedure aneurysm occlusion. Patient¿s act was (B)(6). The patient took aspirin and plavix prior to the procedure, intravenous heparin during the procedure, and aspirin and plavix after the procedure. Her act was (B)(6). Her symptoms resolved completely. No additional information could be provided.

Manufacturer narrative:
(B)(6). This is 1 of 3 mdrs being submitted for patient identifier (B)(6). The patient took aspirin and plavix prior to the procedure, intravenous heparin during the procedure, and aspirin and plavix after the procedure. The actual date of the event was unknown; however, the abstract was published in july, 2014. Lodi, y., et al. (July 2014) ¿loading doses of aspirin and clopidogrel prior to enterprise stent-assisted repair of intracranial aneurysm ¿ a single center experience¿ , j neurointerv surg. 2014 jul;6 suppl 1:a24-5. Doi: 10.1136/neurintsurg-2014-011343.44. Complaint conclusion: since the coils were implanted, they are not available for analysis. In addition, the lot number was not provided; therefore, a review of the manufacturing documentation could not be performed. Neurological deficit and emboli are known potential adverse events associated with the use of these devices, and are listed in the instructions for use as such. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. Inspections are in place to prevent damaged products from leaving the facility. No corrective action is required at this time. This is an initial/final MDR.